Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The ventilator engine was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, positive end expiratory pressure was noted to be increasing while the ventilator cycled. There was no reported patient injury.